Event description:
It was reported to boston scientific corporation that a 20fr malecot nephrostomy drainage catheter was used post pcnl procedure. According to the complainant, the drain was kept insitu for 2 days post-operatively. Drainage appeared normal. However, when the dr inserted the inner stylet of the nephrostomy catheter, he noticed during withdrawal of the catheter that the stylet passed the catheter flare thus not straightening the proximal flared end. This created some resistance during extraction/withdrawal and caused minimal pain and bleeding as well as discomfort to the pt. The physician dressed the exterior wound according to standard procedure and the pt was discharged in a stable condition. The malecot catheter was then discarded. Inner stylet of malecot nephrostomy catheter did not reach centre point of proximal flared end but 'pierced' passed flared ends towards the exterior of the catheter, thus not straightening proximal end during withdrawal of the catheter. The pt is reported to be "fine".

Manufacturer narrative:
(B) (4). The complainant indicated that the device will not be returned for eval since it was disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).